Event description:
Additional information received. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? No patients have been impacted. On (B)(6) 2024, during harvest operations, when measuring the remaining cell volume in harvest wash output bag it was observed that the syringe plunger was detached from the syringe and all the content inside the harvest wash output bag spilled on the bsc a second event of syringe malfunction happened on that same day, (B)(6) 2024. While measuring remaining volume in the neatcell output bag using a 30ml syringe, the plunger of the syringe detached from de syringe and a spill of volume occurred in the bsc. This is related to kg00030 30ml syringe - mtn1167489 - supplier order number 302832. On (B)(6) 2024, during sampling, approximately 0.2 ml of sample got stuck behind the plunger of the syringe, which resulted in 0.8ml of sample being dispensed into the cryovial. This happened also on (B)(6) 2023. (B)(6) 2023 becton dickinson - kg00026 3ml syringe - mtn1127326 - supplier order number 309657. (B)(6) 2024 becton dickinson - kg00026 3ml syringe - mtn1167390 - supplier order number 309657. Above mentioned issued have occurred more often I the past year but because this happened before impact, the syringe was replaced and no record was kept. I was wondering if other clients have reported similar issues with above mentioned syringes in the past year.

Manufacturer narrative:
Pr 10281050 follow up. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
On 18apr2024, during harvest operations, when measuring the remaining cell volume in harvest wash output bag it was observed that the syringe plunger was detached from the syringe and all the content inside the harvest wash output bag spilled on the bsc a second event of syringe malfunction happened on that same day, 18apr2024. While measuring remaining volume in the neatcell output bag using a 30ml syringe, the plunger of the syringe detached from de syringe and a spill of volume occurred in the bsc. This is related to kg00030 30ml syringe - mtn1167489 - supplier order number (B)(4). On (B)(6) 2024, during sampling, approximately 0.2 ml of sample got stuck behind the plunger of the syringe, which resulted in 0.8ml of sample being dispensed into the cryovial. This happened also on (B)(6) 2023. (B)(6) 2023 becton dickinson - kg00026 3ml syringe - mtn1127326 - supplier order number (B)(4) (B)(6) 2024 becton dickinson - kg00026 3ml syringe - mtn1167390 - supplier order number (B)(4) above mentioned issued have occurred more often I the past year but because this happened before impact, the syringe was replaced and no record was kept. I was wondering if other clients have reported similar issues with above mentioned syringes in the past year. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? - no patients have been impacted.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.